Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was defective causing the electrical problem, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit has electrical problem. Update 1/27/2016. Dealer stated that the issue with the unit was it would turn on & run for a few seconds & then shut down. Lights 4 & 5 would come on, but no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has electrical problem. Update 1/27/2016. Dealer stated that the issue with the unit was it would turn on & run for a few seconds & then shut down. Lights 4 & 5 would come on, but no alarm.